Manufacturer narrative:
The field service engineer disconnected the concentrated waste tube from the drainage setup and let it drip into an empty waste bottle. This measure resolved the issue. The investigation determined that the waste tubing change resolved the issue as the previous setup led to current leakage.

Event description:
The initial reporter stated they received discrepant sodium electrode results for three patient samples tested on a cobas pro ise analytical unit. The customer mentioned they had been getting ise noise alarms. The first sample initially resulted in a sodium value of 130.4 mmol/l and repeated on a second analyzer as 136 mmol/l. The second sample initially resulted in a sodium value of 126.2 mmol/l and repeated on a second analyzer as 132 mmol/l. The third sample initially resulted in a sodium value of 129.5 mmol/l and repeated on a second analyzer as 135.2 mmol/l.

Manufacturer narrative:
The sodium electrode lot number and expiration date were requested, but not provided. The field service engineer checked the analyzer and no issues were found. The investigation is ongoing.